Manufacturer narrative:
This report is submitted on sept 16, 2022

Event description:
It was reported that the rechargeable battery of the sound processor was found to have allegedly leaked fluid. Replacement equipment was sent, and no reports of patient injury are associated with this event.